Manufacturer narrative:
H10: the actual device was not available; however, a photograph and a video of the sample was provided for evaluation. The visual inspection did not observe the reported failure. The reported condition is was verified based the customer's report of a leak from the effluent and dialysate ports. The cause was related to mechanical shock during the transportation of the product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during treatment with a prismaflex m150, an external fluid leak was observed. There was no patient injury or medical intervention associated with this event. No additional information is available.